Manufacturer narrative:
One sealed device was from lot #39022 was received on (B)(4)2014 and evaluated. Visual inspection revealed nothing unusual with the device. The device passed testing. No leak was noted during the testing procedures. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The plumset was being used to deliver trastuzumab 21mg/dl- 441 mg/250ml at a rate of 600ml/hr, via a plum pump. No specific details were provied. At 1300, twenty minutes after the delivery was started, the customer contact reported that a little solution leaked at the connection of the tubing and an unspecified clave connector of the tubing set. No specific details were provided. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no adverse patient effects and no delay in therapy critical to the patient. No medical interventions were required. Though requested, no additional information was provided.